Event description:
The customer reported via the sales rep that a solis cage has fractured whilst being inserted. It is further reported that the device fractured when the introducer was tapped as per the IFU instructions. It is further reported that all fragments were retrieved, and another device was implanted with no adverse consequences.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Result, and conclusion will be made available following engineering evaluation.